Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. Kinks were noted throughout the device. Fiber disturbance and fraying were noted to the balloon. A compound rupture was noted to the distal end of the balloon. Due to the nature of the complaint, no functional testing was done. Three photos were provided and reviewed. The photos show the atlas gold device. Multiple kinks can be seen throughout the catheter shaft. Fiber disturbance and fraying can be seen on the balloon. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon. The investigation is also confirmed for the identified material frayed as fraying of fibers were noted to the balloon. The investigation is also confirmed for the identified material deformation as multiple kinks were noted throughout the device. A definitive root cause for the alleged balloon rupture, identified material frayed and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via arteriovenous endovascular fistula anastomosis, the pta balloon was allegedly ruptured and leaked. The procedure was completed using another balloon. There was no reported patient injury.